Event description:
The patient received 2 scs leads with the same lot number. It was reported, the patient was no longer receiving effective stimulation. Lead diagnostics showed invalid impedance values for the patient's scs leads. A sjm representative was unable to completely resolve the issue with reprogramming. The patient still has her original system and is satisfied with its stimulation. Additionally, the patient underwent a pns trial. Follow-up identified the pns trial was successful in improving the patient's pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.